Event description:
A malfunction occurred on the customer's pump, reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code appeared, which the caller acknowledged and understood.